Manufacturer narrative:
The reported events of lead damage and low pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood with no damage noted on the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
During the implant procedure, low pacing impedance was observed on the right ventricular (rv) lead. Rv lead damage was suspected, but could not be confirmed, to be the cause of the low pacing impedance. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.